Event description:
It was reported that during follow up, decreased sensing, increased capture and decreased pacing lead impedance were observed. The physician decided to perform a follow up in a short time to monitor the situation.